Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 05/02/2013. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has rec'd the product; however, the analysis has not been completed at this time. Intolerance is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No add'l info has been reported to allergan regarding the serial number or catalog number. Device labeling addresses the potential of intolerance as follows: "it is important to discuss all possible complications and adverse events with your pt. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the pt's degree of intolerance to any foreign object implanted in the body."

Event description:
Health professional reported an "intolerance to the lap-band." Device remains implanted. F/u info: device was explanted.